Event description:
It was reported that the user¿s dexcom g7 sensor failed to pair with the ilet, triggering repeated reconnecting alerts, a sensor failed alert, and suspension of ilet dosing with the user's blood glucose at 407 mg/dl. Upon removal, the user observed the sensor did not have a wire, and a new sensor was started with the pairing code while manual entry was used to extend dosing. Customer care provided support that included troubleshooting, education on dosing suspension during cgm failure, and transfer to the cgm manufacturer for sensor replacement. Investigation of this case revealed cgm signal loss and a failed sensor leading to suspension of automated dosing, consistent with a cgm component malfunction. No clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of automated dosing without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a failed cgm sensor resulting in loss of cgm data and suspension of automated dosing.